Manufacturer narrative:
Sample was received for evaluation. - images were taken of the ¿as received¿ valve and are attached. -the valve was hydrated per internal procedures - the valve was visually inspected, the proximal connector was missing, the stator was dislodged, the needle guard base was missing, big needle holes in the needle chamber were noted and as well as a bump mark in the valve casing. -it was not possible to program and pressure tested, due to the stator dislodged. -it was not possible to flush and leak tested, due to the missing needle guard. -the valve was dismantled and was examined under microscope at appropriate magnification: -a bump mark was noted in the valve casing. -stator was dislodged. -corrosion was also noted on the stator. -the cam magnets were controlled per internal procedure. The magnets passed. -the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. -the root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. -the root cause of the corrosion could not be clearly determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be programmed and was revised. The valve was implanted to the patient. The doi and the initial setting was unknown. The valve setting was attempted to be changed as the patient had a headache. However it could not be changed. X-ray images confirmed that the cam came off. Therefore it was removed from the patient but the cam disappeared when the surgeon tried to see the valve surface.